Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge. There was no patient harm or injury reported. During the evaluation of the device at the third party service center, the ac inlet connector was found to be cracked. The device's ac inlet connector was replaced to address the issue.